Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause the event was unknown. On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient was treated with ceftazidime injection (1gm, discontinued, frequency, route not reported) and amikacin injection (125mg, discontinued, frequency, route not reported) for the event. At the time of this report, the patient has recovered from the event. On an unknown date, the patient was discharged from the hospital. Pd therapy was ongoing. No additional information is available.